Event description:
Materials: 302832. Batch#: 3275935. It was reported by the customer that strong odor, gel residue coming off of the plunger and coming through the syringe. At least 5 syringes have this condition, verbatim: strong odor, gel residue coming off of the plunger and coming through the syringe. At least 5 syringes have this condition.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a strong odor and gel residue coming off of the plunger through the syringe. To aid in the investigation, two hundred fifty-eight samples in sealed packaging blisters were received for evaluation by our quality team. One hundred twenty-five samples were randomly selected for investigation. An inspection was performed, and no odor or visible silicone was detected. No defects or imperfections were observed. A device history record review was completed for provided material number 302832, lot 3275935. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received. Materials: 302832, batch#: 3275935. It was reported by the customer that strong odor, gel residue coming off of the plunger and coming through the syringe. At least 5 syringes have this condition, verbatim: strong odor, gel residue coming off of the plunger and coming through the syringe. At least 5 syringes have this condition.